Manufacturer narrative:
On april 30, 2021 immucor technical support used a remote electronic connection method to review results for the issue described. The roi position and flatfield were found acceptable; and there were no errors during processing. On april 30, 2021 an immucor field service engineer (fse) visited the site to inspect the instrument. The fse processed an unexpected reaction checklist and no hardware issues were found. The fse proactively replaced all sample probes to rule out any tube discoloration within the probes; and proactively replaced the wash manifold to rule out any possible malfunction. Next the fse ran all daily maintenance successfully and noted that qc processed successfully without error. The fse then ran patient samples type and screen processed with expected reactions. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2021 a customer reported an unexpected negative screen with capture-r ready-screen (I and ii) lot number x522 on galileo neo serial number (B)(4).